Event description:
The physicians were treating a lesion in the sfa which exhibited 80% stenosis, with no calcification and was non-tortuous. The lesion was pre-dilated with a pacific xtreme pta balloon catheter which was inflated twice to 9 atms. It was reported that there was a slight dissection about 40 cm above the knee after angioplasty which was treated with the placement of a stent. Patient is reported tobe fine post procedure and no other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). Conclusion: no conclusion can be drawn (based on limited information available).